Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. During the manufacturing process the cap is pulled over flare until flare is seated against inside bottom of cap. The adapter is then attached to the cap and adhesive is applied to the threads of the adapter to prevent the cap and adaptor from reverse threading. The proximal fitting and tubing diameter are checked during quality control inspection. The device is shipped with an IFU which outlines the potential adverse effects, warnings, and precautions to take when operating the device. A complaint record search showed this was the only complaint related to the lot number and no nonconformances were found on the work order. The device was not returned for further investigation, so there was no evidence to suggest the product was manufactured out of specification. There was no evidence to suggest the product was nonconforming in house or the field. There is no conclusive evidence to suggest the hub fell off due to environmental conditions, so the root cause was deemed inconclusive. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received an ultrathane mac-loc locking loop multipurpose drainage catheter on (B)(6) 2017 for unspecified drainage. The hub fell off the device on (B)(6) 2017. The circumstances and handling conditions leading to the event are not known. The device was completely explanted and replaced with a new catheter. No further information was provided. The device is not available for evaluation.